Manufacturer narrative:
Although the reported alarms and pump stoppage events were confirmed via the system controller log files, the cause could not be conclusively determined. The patient was known to have a potential percutaneous lead issue and previously had a distal percutaneous lead replacement, but his alarms did not resolve. The patient was not a surgical candidate for a pump exchange and was placed on an ungrounded patient cable following the procedure. The coroner stated that the pump was not explanted and would not be returned for evaluation. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reference MFR # 2916596-2013-01786 for the previous reports of percutaneous lead compromise. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 6 years and 5 months. The pump was not explanted. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient reportedly expired on (B)(6) 2015 after over 8 years on vad support. The patient had a history of suspected driveline fracture for the past 2 years. The patient had remained on an ungrounded patient cable since (B)(6) 2015 as they were not a candidate for pump exchange. It was reported that prior to the patient's expiration, emergency medical services (ems) attempted multiple resuscitation efforts for the patient, however the events leading up to the arrival of ems were not provided. Ems changed the system controller, however, it was reported that the system controller continued to alarm for driveline disconnected and the patient subsequently expired. Review of the log file by the manufacturer's technical services representative revealed multiple low speed, pump stoppage, and driveline disconnect events, along with power elevations. The observed events occurred both on battery power and on the power module patient cable. It appeared that the system controller was exchanged after a low speed hazard and pump off alarm was received on (B)(6) 2015. After exchange, it appeared the second system controller remained powered by batteries for 45 minutes, during which the pump speed was zero with the driveline disconnected. No further information was provided.